Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with a reported fingerstick blood glucose of 40 mg/dl, resulting in emergency medical services transport to the emergency department. The user was treated with oral glucose and glucagon. The user recovered and resumed ilet therapy.

Manufacturer narrative:
The user experienced severe hypoglycemia while using the ilet, with a reported fingerstick blood glucose of 40 mg/dl. The user reported confusion, disorientation, nausea, shaking, and vomiting and stated they were unable to call for help; a peer contacted emergency medical services. Ems treated the user with glucagon, and the user was transported to the emergency department for evaluation before being released the same day. The user reported announcing dinner as ¿usual¿ despite consuming more carbohydrates and reported recent changes in activity level, steroid treatment, inflammation/cortisol levels, and frequent pauses of the ilet. The user requested additional training following the event. The exact cause of the hypoglycemia could not be determined from the available information. Because the event required third-party assistance and medical intervention with glucagon, this event is reportable as a serious injury. A supplemental MDR will be submitted if additional information becomes available.